Event description:
A patient reported they experienced the event of ¿four lumps, one bulging on implant on the left-side; they can feel them growing¿. Healthcare professional later reported that patient experienced the events of ¿very hard, calcified and encrusted¿, ¿feels that implant may possibly be ruptured¿, ¿eczema all over¿, ¿hives¿, ¿eyesight failing¿, ¿swollen lymph nodes¿, ¿rashes all over¿, ¿pain in foot¿, ¿pain over all¿, ¿memory loss¿, ¿rapid aging¿, ¿weight gain¿, ¿insomnia¿, ¿early menopause¿, ¿headaches¿, ¿anxiety¿, ¿pulsating feeling in lower body parts¿, and ¿light sensitivity¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
A patient reported they experienced the event of ¿four lumps, one bulging on implant on the left-side; they can feel them growing¿,¿feels that implant may possibly be ruptured¿, ¿eczema all over¿, ¿hives¿, ¿eyesight failing¿, ¿swollen lymph nodes¿, ¿rashes all over¿, ¿pain in foot¿, ¿pain over all¿, ¿memory loss¿, ¿rapid aging¿, ¿weight gain¿, ¿insomnia¿, ¿early menopause¿, ¿headaches¿, ¿anxiety¿, ¿pulsating feeling in lower body parts¿, and ¿light sensitivity¿. Additionally, a healthcare professional reported that the patient experienced the events of ¿very hard, calcified and encrusted¿. The device remains implanted.